Event description:
Event description guidant received information that this atrial pacing lead exhibited pacing impedance measurements greater than 3000 ohms. It was also reported that the p-waves were decreasing and the pacing threshold measurements were increasing.